Manufacturer narrative:
This MDR was previously submitted to the FDA by keystone dental.

Event description:
Implant region 27 approx. 10 months after prosthetic restoration "bitten through" in sinus.